Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. The lesion was located in the left circumflex (lcx). The lesion was calcified and extremely tortuous. Another mfrs stent was placed in the left anterior descending artery (lad). The 3.0 x 8 mm taxus express2 was attempting to cross the stent, but was unable. The physician dilated the lesion and re-tried to cross with the taxus stent. He was unable to cross and then noticed that the stent was "lifted up". The physician completed the procedure with another device. There were no complications and the pt was in good condition.